Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fixation of mesh on a lichtenstein hernia repair, the device fired two tacks on the same time rather that just one. In addition, a fired tacks did not hold correctly onto the tissue. Another device was used to complete the case. There was no patient injury.